Manufacturer narrative:
E1b event site name: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 28th march, 2024 getinge became aware of an issue with one of surgical lights - volista standop 400. During preventive maintenance it was found the paint was chipping off axes of the arch of the lighting dome. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 28th march, 2024 getinge became aware of an issue with one of surgical lights - volista standop 400. During preventive maintenance it was found the paint was chipping off axes of the arch of the lighting dome. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 28th march, 2024 getinge became aware of an issue with one of surgical lights - volista standop 400. During preventive maintenance it was found the paint was chipping off axes of the arch of the lighting dome. Photographic evidence confirmed that issue. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the further information provided by getinge technician this failure is covered by a field action, so it must not be considered as a customer product complant. For that reason this complaint has to be cancelled. Initially provided information was pointing to paint chipping. The issue is considered as safety related as any particles falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge technician it was determined that the issue investigated herein is covered by a field action, so it must not be considered as a customer product complant. For that reason this complaint has to be cancelled.

Event description:
On 28th march, 2024 getinge became aware of an issue with one of surgical lights - volista standop 400. During preventive maintenance it was found the paint was chipping off axes of the arch of the lighting dome. Photographic evidence confirmed that issue. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the further information provided by getinge technician this failure is covered by a field action, so it must not be considered as a customer product complant. For that reason this complaint has to be cancelled.